Event description:
The customer reported that her pump in style breast pump had low suction and that she had mastitis and received antibiotics from her physician.

Manufacturer narrative:
The customer reported that her pump in style breast pump had low suction and that she had mastitis that was treated with antibiotics by her physician. Attempts to contact the customer for additional info are ongoing and incomplete. Should additional info be received, resulting in new, changed, or corrected info, a follow up report will be filed at that time. It cannot be definitively concluded that the pump caused or contributed to the customer's mastitis. Reported issues of mastitis are under investigation in (B)(4). Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history or mastitis." Riordan and wambach, 4th ed page 294: breastfeeding and human lactation. Mastitis requires prompt medical attention for the mother for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.